Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion during presedex therapy running at 25 ml/hr. The infusion completed alarm sounded and 50 to 75% of the drug was still left in the bag. All upstream occlusion checks were completed and no occlusions found. The pump was changed and no further issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.